Event description:
It was reported that a patient experienced a serious injury. It was reported via social media that a patient had a watchman flx closure procedure performed. The physician attempted to implant the watchman flx closure device unsuccessfully. The patient reported suffering catastrophic results; however, additional detail is not known at this time.

Manufacturer narrative:
Date of event estimated as 30 days prior to aware date.